Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# 0209617898, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure, a 2x4 adaptor package was opened and there was a 1x4 adaptor inside. Another 2x4 adaptor package was opened and there was a single adaptor inside. Both of the 1x4 adaptors were used and implanted. The replacement procedure was effective.